Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately tortous, heavily calcified right coronary artery (rca). Reportedly, when the 3.5x48mm xience xpediion stent was being advanced but failed to cross the ostia rca for an unknown reason and then became stuck at the mouth of the guide catheter. When pulling the stent back it got partially dislodged. However, the physician was able to pull out the stent with the delivery system altogether. Then with the same guide catheter the procedure was successfully completed with the use of another stent device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was not confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported failure to advance, difficulty to remove and observed stent deformation appears to be related to circumstances of the procedure. It should be noted that the stent was not dislodged as reported; however, the observed stent damage was likely mis-identified by the account as a dislodgement. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.